Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump gave an error message during prime and customer was unable to exit the preparing to prime loop. Customer stated he did not receive a second series of beeps and numbers did not appear on the screen while holding down the act button. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.